Event description:
New information received indicates that programming change were made. Patient is in good condition.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that a patient presented during follow-up. Episodes of non-sustained rv oversensing due to pvc were noted. Programming changes were recommended.